Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the incorrect 510k number as k18166. The correct 510k number is k181166 and is reflected in g5.

Manufacturer narrative:
The manufacturer previously reported a correction to MDR (B)(4) as being filed with the incorrect 510k number on MDR (B)(4). MDR (B)(4) was filed correctly with the correct 510k number. MDR 2518422-2020-01555 was the report that contains the incorrect 510k number. A corrected report has been filed with the correct 510k number and is report MDR 2518422-2020-01555-1.